Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced leg pain, stress urinary incontinence, mesh exposure, dyspareunia and scar tissue accumulation. An excision of mesh was performed. A subsequent exploration of a band of contracted mesh, urethrolysis, excision of mesh and insertion of a mesh sling was performed.